Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If the sample is returned, and significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien rep in (B)(4) received a report that stated: the product had been inserted into the pt by a thoracic surgeon by means of a bedside percutaneous tracheostomy procedure. No issue of the product noted at the time as the product was examined by md. Two days post procedure during a routine check, it was noted that the flange had broken off from the tube. The pt was being artificially ventilated. Thoracic surgeon was notified and a new trach was put in. No reported injury to pt. The date of the initial tube insertion was not provided.